Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in two pieces. X-ray examination of the lead found the helix was stretched consistent with procedural damage. Helix mechanism test could not be performed due to the received condition. Electrical tests and x-ray examination did not find any indication of conductor fractures. The lead was shorting due to procedural damage at the distal region of the lead. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the asymptomatic patient presented for revision of the right atrial lead. The lead was found to be dislodged and was previously deactivated via programming. The lead was explanted and replaced. The patient was stable.